Event description:
It was reported that the patient experienced withdrawal/flu like symptoms along with increased pain approximately 2 weeks ago. The reporter could not confirm if the patient heard a pump alarm at that time. A current pump motor stall was reported; the motor stall was confirmed with tube set noted upon interrogation. The patient was due for a pump refill (B)(6); they heard the pump alarm over the weekend. The pump event logs had not been read as of the date of this report. The patient was concerned about the pump as he had a pump replacement previously. Prialt was removed from the pump approximately 1-2 months ago. Currently, the pump infused dilaudid and baclofen. Follow-up information was requested but was not available at the time of this report.

Event description:
Additional information: it was reported that the pump was removed. The reporter stated that there was nothing mechanically or physically wrong with the pump. The patient elected to have it removed because he was not impressed with the pain relief. The patient stated that it did little to nothing to help him. The physician tried changing medications, dosages and concentrations as well as ran diagnostics to make sure everything was running properly. Everything was working and there were not catheter or pump problems. The motor stall recovered but the patient had already decided that he no longer wanted to continue with the pump therapy. The patient recovered well with no adverse events or issues.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, lot# n180023001, implanted: (B)(6) 2009, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the motor stall occurred on (B)(6) 2012. Motor stall recovery occurred on (B)(6) 2012 "by clinic." The motor stalled again on (B)(6) and recovered (B)(6). The motor stalled again on (B)(6). It was noted in the logs "stopped pump period may exceed tube set." The pump was set to minimum dose. The plan was to explant the pump; no explant date had been set. The patient's symptoms were fever, "freezing, aching, chills," and sweating. No patient injury was reported. It was noted the device system was used to deliver baclofen, prialt, and dilaudid. Additional information has been requested but was not available as of the date of this report.